Manufacturer narrative:
Model number: only provided as synergy model. Explant date: not applicable, there is no indication the lens has been explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a surgeon had a general feedback with the synergy intraocular lens (iol) and synergy toric iol. The surgeon indicated that there have been too many issues about poor distance vision, halo's, poor night driving, and poor post operative (op) refraction results and inconsistent post-op refraction compared to pre-op expectation. The surgeon mentioned that he had corrected some of the patients refractive error with post-op lasik and/or manual best corrected vision, however, some still had poor/blurry distance vision even though they had no refractive error. No further information is available. This report captures the synergy lens implanted. A separate report will be filed for the synergy toric iol.